Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during instrument inspection in the sterile reprocessing department, it was discovered that the trigger on the small battery drive device was sticking. The event was not related to surgery. There were no delays to a surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the trigger sticking on the small battery drive device was not confirmed as the trigger was not sticking. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was making an unusual noise during the pre-repair diagnostic assessment. During repair, it was determined that the coupling head and the motor were worn due to normal wear. Furthermore, it was determined that the angel sticks and internal components were corroded as the device showed signs of immersion due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.